Event description:
The pump was returned to the manufacturer for analysis. No reason for the explant was given. Per device registration system. Reported that pt had expired in 2002.

Manufacturer narrative:
Additional information from the hcp reports the patient death was related to heart problems, old age, and rule out alzheimers. There was no issue with the pump - "never had any problems with the device - it worked well for the patient".